Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during defibrillation threshold testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient out of ventricular fibrillation, despite multiple shocks being delivered. An external shock was able to convert the patient back to sinus rhythm. From the indication to the termination of ventricular fibrillation a total of 13 minutes passed. The patient was intubated during resuscitation and then transferred to the intensive care unit. The tachy therapy of the s-ICD was reprogrammed off. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during defibrillation threshold testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient out of ventricular fibrillation, despite multiple shocks being delivered. An external shock was able to convert the patient back to sinus rhythm. From the indication to the termination of ventricular fibrillation a total of 13 minutes passed. The patient was intubated during resuscitation and then transferred to the intensive care unit. The tachy therapy of the s-ICD was reprogrammed off. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during defibrillation threshold testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient out of ventricular fibrillation, despite multiple shocks being delivered. An external shock was able to convert the patient back to sinus rhythm. From the indication to the termination of ventricular fibrillation a total of 13 minutes passed. The patient was intubated during resuscitation and then transferred to the intensive care unit. The tachy therapy of the s-ICD was reprogrammed off and the device remains in service. No additional adverse patient effects were reported.